Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the valve port was broken. Alleged issue reported as found during inspection/functional testing prior to patient use. Customer submitted photos with the complaint for review. There was not report of patient harm or delay in therapy.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the device was yellow due to multiple uses. When the device was connected to the syringe, the syringe was unable to blow air into the device or extract air. A brand new retained sample was compared to the returned sample. It was found that the adaptor cap of the check valve was missing on the sample returned from the customer. The retained sample was then sent for simulating the process of connecting and disconnecting a syringe for more than ten cycles. No detached adaptor cap was observed in the simulation. It was determined that the check valve component was probably detached/broken due to handling/washing/brushing after multiple uses. Once the component of the valve has been broken/detached, the valve can no longer function normally.

Event description:
Customer complaint alleges the valve port was broken. Alleged issue reported as found during inspection/functional testing prior to patient use. Customer submitted photos with the complaint for review. There was not report of patient harm or delay in therapy.